Event description:
The customer observed a falsely elevated troponin-I result for one patient with complaints of chest pains on an architect i1000sr analyzer. The following data was provided sid (B)(4): initial 0.4 ng/ml. The customer uses a cutoff of 0.05 ng/ml. The patient was admitted to the hospital and given aspirin, metoprolol tartrate , pantoprazole, nitro glycerin (sublingual), a stress test and heart catheterization. The sample was rerun after the doctor questioned the initial result and repeated as 0.00 ng/ml. The lab reran the sample on another architect and the results were 0.03 ng/ml in duplicate

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.